Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noticed. When a 3.5x24mm taxus express2 drug eluting stent was removed from the package, the stent was noticed to be frayed and bent. It was reported that the package was in good condition. This was noticed outside of the patient and this stent did not have any patient contact. Another taxus express2 stent of the same size was used to complete the procedure.

Manufacturer narrative:
The device has not been received at the analysis site for evaluation as of the date of this report.